Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited false pauses due to under-sensing. It was noted that r-waves were present through the entire electrogram (egm). No interventions were made at this time. There were no consequences to the patient. The patient will continue to be monitored.